Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 99.000 ohm (low limit: 0.001ohm and high limit: 0.100ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated in the product analysis lab (pal). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.002 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. The assignable cause for device failed ground bond resistance test was undetermined. Device was sent to servicing.